Manufacturer narrative:
(B)(4). Batch # p92m4a. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy for uterine leiomyoma procedure, the blade tip was broken during the tissue cutting and electro-coagulation process. The surgery couldn't continue, so the surgeon changed to a new device. The whole surgery was delayed but there was no patient consequence reported.